Manufacturer narrative:
Concomitant medical products: model: 3357-40c, competitor crt-d; implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead displayed rising pacing impedance and high rv defibrillation coil impedance. A lead fracture is suspected. The lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The partial lead was returned in segments and analyzed. The analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. The analyst noted that the distal conductor was fractured at 19 cm, 58.3 cm throughout the lead. The right ventricular defibrillation coil was fractured at 58 cm from the proximal end of the lead. If information is provided in the future, a supplemental report will be issued.